Manufacturer narrative:
The subject device was sent to an olympus service center for evaluation. During inspection and testing, the reported issue was not confirmed. Service found the main power switch housing was cracked and the socket slider switch was worn which caused intermittent use of high intensity mode. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the lights around the buttons on the panel of the light source were going on and off intermittently during an unspecified endoscopic procedure. The procedure was completed with the subject device. There was no delay for the patient and no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the reported event be confirmed/reproduced. Olympus will continue to monitor field performance for this device.